Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The battery low alarm was found during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.